Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009. One week post-operatively, the pt experienced clear discharge and burning. The pt was tested for a urinary tract infection but no infection was found. When the pt went to a second physician, she was given an estrogen cream because there was irritation from the device against the vaginal wall. The pt returned to the physician within the last six months because she developed vaginitis. The pt was given metrogel which worked for a little while. Currently, the pt has burning, itchiness, swelling, and clear discharge. The pt was told to stop the metrogel and she has an appointment on (B)(6) 2010 with the nurse practioner to take cultures.

Manufacturer narrative:
(B)(6). Vaginitis. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.